Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, UDI#: asku ; product ID: neu_unknown_ext, serial/lot #: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had placement and tethering issues since "day one" four years ago with the deep brain stimulation (dbs) unit. The patient had recently had an x-ray and they noticed the extra wire was wrapped around the implantable neurostimulator (ins). The patient wondered if that could be the cause of the tethering. It was noted the patient had tried discussing this with their neurosurgeon.